Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the resolution clip device could not open nor advance out of the sheath. The procedure was completed with another resolution clip device. There were no patient complications or injury reported as a result of this event. Post procedure, the patient's status was fine.

Manufacturer narrative:
(B)(4). Failure to open. The suspect device has been received; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).